Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection by naked eye observed the female connector was separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a separation between the female connector and the main body of the minicap transfer set, further described as ¿the blue portion was detaching from the transfer set¿. This was identified while disconnecting from peritoneal dialysis (pd) therapy. The patient was subsequently diagnosed with peritonitis, manifested by abdominal pain and cloudy fluid. The cause of the peritonitis was reported as "product related". The patient was hospitalized for the event and discharged after two days. The patient was treated with vancomycin (intraperitoneal, dose not reported) and fortaz (intraperitoneal, dose not reported). Upon discharge, the patient continued to be treated with fortaz intraperitoneal and was also prescribed with fluconazole for three weeks (dose and route not reported). It was reported that the patient recovered from the event. Action taken with pd therapy was not reported. It was reported that the transfer set was in place on the patient 17days. No additional information is provided.